Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The anvils were observed to be tilted and separated from their respective tubing. The devices were subjected to a measured anvil retention test with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions may occur if the instruments are subjected to excessive tension. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, when inserting the device from the mouth, the resistance became strong in the middle and the tube was unable to be pulled out from the abdominal cavity. The suture was pulled back to the mouth and tried to be reinserted, but around the same place, it got caught and when the tube was pulled a little stronger, anvil head disengaged from the tube and remained inside the esophagus. The bailout suture was pulled and the anvil head was collected. Another device was used to insert once again, but it got caught around the same place and the anvil head disengaged from the tube again, and it was also collected with the bailout suture. The size of the device was changed to 21, and when inserting from the mouth again, it was able to be inserted to the end smoothly. Then another device was used and the anastomosis was completed. There was no patient injury.